Event description:
It was reported by the customer the fowler (backrest) cable crimp is no longer holding the cable down.

Manufacturer narrative:
The customer did not return phone calls requesting additional information to evaluate the reported condition. Due to this, it is unknown if the fowler (backrest) malfunctioned.